Event description:
It was reported that during an implant attempt, the lead was not used because initially the helix would not retract. After many tries by the physician, it did retract, but then would not whirl out. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor was distorted and stretched, and both the inner insulation and tubing were kinked/buckled. Blood was found in/on the helix/lobe mechanism and the guidetooth was damaged. The lead appeared to be stretched and damaged at implant. The analyst noted that the helix would not extend or retract due to distal conductor distortion within the connector.